Manufacturer narrative:
The following elements have blank data.

Event description:
Patient was having vital signs taken via dinamap/carescape v100(a ge vital signs monitor with nibp and pulse oximeter). Pulse ox meter was placed on index finger of left hand. Pulse ox meter gave patient mild shock and left a small circular white mark on the underside of patient's finger.

Event description:
Patient was having vital signs taken via dinamap / carescape v100 (a ge vital signs monitor with nibp and pulse oximeter). Pulse ox meter was placed on index finger of left hand. Pulse ox meter gave patient mild shock and left a small circular white mark on the underside of patient's finger.